Event description:
It was reported by an attorney that a patient underwent a gynecological procedure on (B)(6) 2008 to correct a genital prolapse with a cystocele grade 2 and symptoms of urinary incontinence and mesh was implanted. Concomitantly, the patient underwent an anterior colporrhaphy. The patient experienced pain, erosion of her internal bodily tissue, dysuria, severe incontinence, dyspareunia and other injuries following the procedure. It was reported the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.